Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to close all applications running in the background, disable bluetooth, reset smart device, re-enable bluetooth, re-launch g5 application, and re-pair transmitter, which was unsuccessful. No additional patient or event information is available.